Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 50 mg/dl. Customer advised they were new to the insulin pump and had damaged a few infusion sets and sensors. The customer accidentally took 70 units of insulin and treated via drinking 500 grams of carbs and eating fruit snacks. The insulin pump will not be returned for analysis.